Event description:
It was reported that during set-up, the handpiece failed to home. The handpiece tip was bent. Attempt to straighten out tip resulted in further damage to the tip. A backup handpiece was used. The device was not being used with a patient during the event.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. Visual inspection of the returned handpiece confirmed that the drill guide was bent. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. Visual and functional inspection of the handpiece confirmed that the drill guide support on the handpiece was bent, which was causing the reported homing difficulties. The drill guide is made of aluminum, and the material has been changed to stainless steel to increase durability and reduce deformation in the field.